Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device demand detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As no additional parts were available, the device has not been repaired.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the low-pressure alarm does not work. Event occurred during patient use at the facility. There was patient involvement, and no patient harmed reported.